Event description:
Norphine drip via pca pump initiated. Basal rate ordered as 5.0 mg/hr. Basal rate set at 0.0 mg/hr. Bard pca pump tubing also in use. After 20 hours discrepancey found and settings appropriately changeddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded, other. Invalid data - on device destroyed/disposed of status.